Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the lot number - for the moment unknown, once the sample will be returned we¿ll inform you about it. What is the procedure name? Laparotomy for the placement of a gastrostomy how the suture was tied (square knot or multiple knots one end)? No knots what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal how was suture initially placed (interrupted or continuous)? Continuous when did the patient present with any symptoms? Surgeon indicated that it was max 3 weeks after the initial procedure was there any precipitating stress factor for the sutures untying, breakage or pulling out of the tissue? No, it was more of a surprise that he returned as there was no previously wound infection. Any patient consequences or adverse event outcome? Evisceration (length of the incision was max 5cm, epigastric). Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? After: when the patient returned with the evisceration it turned out that the suture was broken. Any medical/surgical intervention was performed for this suture event? Was an additional procedure indicated? Please describe what was done. Patient underwent another operation. Unknown if additional hospitalization was required. Any change in the patients post-operative course as a result? Unknown was the fixation tab intact when the suture was placed in the patient? Yes what was the location of breakage, initiation or termination end? In the middle of the wound what date was the intervention? Unknown. What is the current status of the patient? Surgeon didn¿t mention anything special anymore, so the rep assumes that this status is stable.

Event description:
It was reported that a patient underwent a laparotomy for the placement of a gastrostomy on (B)(6) 2016 and suture was used continuous. Three weeks after the procedure, the patient presented with evisceration at epigastric incision and the suture was found broken in the middle of the wound due to eventration. Surgical intervention was needed and the patient underwent additional operation. It was also reported that the patient is stable.